Event description:
Customer reported that while a 8lpc tracheostomy tube was in use, a crack was discovered on the right side of the outer cannula and above the flange. There was no patient harm reported and the tube was replaced with an unspecified model.